Event description:
Patient described pain & discomfort that "felt like bruising" during the 7 day trial. It seemed like normal procedural pain/discomfort to rep, but by friday september 12th patient stated she had a reunion that weekend and could not take the discomfort and wanted the leads pulled that day. Patient texted rep this morning stating she has a new right hip pain that she did not have prior to the trial.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (lot: va361el014); product type: 0215-screening device; implant date (B)(6) 2025; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the patient did not show up to their follow up appointment and has not rescheduled.

Manufacturer narrative:
Continuation of d10: product ID 977d260, lot# va361el014, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.